Manufacturer narrative:
Sections d4, h4: corrected data. Section d10: additional information. Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned system controller contained approximately 1 day of data combined ((B)(6)2020 to (B)(6)2020 per the timestamps). A controller fault alarm activated on (B)(6)2020 due to a lcd communication fault. The alarm continued for the remainder of the log files. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned controller was connected to a test power module and system monitor, and a controller fault alarm associated with an lcd communication fault activated, reproducing the reported event. The alarm did not affect the controller's ability to operate a mock circulatory loop. Further evaluation of the controller isolated the issue to the lcd bitmap software being corrupted. The bitmap was reloaded onto the lcd printed circuit board (pcb) and issue resolved. After reloading the lcd bitmap the returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported controller fault alarm was determined to be caused by corrupted lcd bitmap software; however, the root cause of the corrupted lcd bitmap could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including replace system controller alarms, and the actions to take when the alarm occurs. The heartmate 3 patient handbook and the instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2020, while still in the intensive care unit following implantation, the patient's system controller suddenly presented with a replace system controller alarm and a yellow wrench led. Log files were downloaded and the alarm was confirmed without any direct root cause identified. All connections were checked and the internal backup battery was dis-connected and reconnected but the issue persisted. A controller exchange was performed without issue and the alarm resolved. The affected system controller was to be returned for evaluation.